Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain. The cause of the peritonitis and treatment for the event were not reported. It was reported the patient "attended the hospital". At the time of this report, the patient outcome was reported as "feeling well". The night before the peritonitis diagnosis, pd therapy was discontinued due to severe abdominal pain. No additional information is available.